Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was hard to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the user was able to get medications from the pharmacy, the event resulted in a delay dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux 1.1 was hard to open and checked for missing bumpers but found a screw lodged in the rail and removed the screw. A field service engineer tested drawer to resolve. The system functioned as intended after the field service engineer repaired the device.